Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer was at the beach prior to one of the malfunction incidents and noted that the pump may have gotten wet. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was between 128-150 mg/dl.